Event description:
Implant date: 2006. It was reported that a patient underwent a revision surgery for a broken screw at the right s1. However, the physician was unable to retrieve all of the implant.

Manufacturer narrative:
Device was explanted and returned for product evaluation by a product engineer. A visual macroscopic examination was performed that revealed a confirmed broken screw. The construct was on an l5-s1 spinal fusion. The s1 screw appeared broken on the right side. A 6.5 diameter screw was used at s1. All parts appear to have been made to original specifications. No irregularities are seen. An x-ray was also returned that confirmed a broken screw at level l5-s1. No interbody implant was used at the particular level. Unable to determine the cause of this event.